Event description:
This report was received from italy. It was reported that in the presence of a baxter nurse, the mother of a 1 yr old pt prepared the tpn bag for administration with the infusion pump. The infusion was started using the ramping feature. The pump appeared to be running and displaying the various infusion rates for the ramp-up. Approximately 7 hours after the start of the infusion it was noted that the roller clamp was closed and the solution container remained full. The mother attempted to open the pump door but had some difficulty. When the door was opened the administration set reportedly did not appear normal in either appearance or position. The pt's catheter remained patent and no medical or surgical intervention was required.

Manufacturer narrative:
Evaluation summary the pump was evaluated at a baxter facility in the united kingdom. The pump was given a full functional test which included testing the pdp (or ramping) function. The accuracy results during the pdp test at 5 different rates showed a 0.9% error. The accuracy at 125 ml/hr was 1.2%. The pump was found to be operating with the design specification. F10: code 2199 not labeled code 1435 labeled code 1654 labeled